Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.

Event description:
During an atrial fibrillation procedure, when the introducer was inserted, blood flowed backward from the hemostatic valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.